Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due a pinhole in the channel tube, water tightness was lost. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: due to wear of angle wire, bending angle in up direction, and the play of the up/down knob does not meet specification; adhesive had a chip; and scratches on various parts of the device. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer was unable to indicate if the scope was used for the procedure with the foreign material attached. 4.) There was no delay in the start of precleaning. 5.) The air/water nozzle was flushed with water and air. 6.) There were abnormalities in the accessories used for reprocessing. 7.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 8.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus representative reported (on behalf of the customer) that there was a pin hole in the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be silicone rubber, but its origin could not be identified. It is likely that the foreign material originated from products made of rubber materials (packings for air/water valve and tubes used for cleaning). It is possible that part of the product peeled off due to aging deterioration of the accessories used for reprocessing, etc., and entered the air and water channel, which led to nozzle clogging. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 3.8 inspection of the endoscopic system inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.